Manufacturer narrative:
Product complaint #: pc-000194712 additional information was requested and the following was obtained: the reporting clinician declined to give any further information, primarily as they the initial procedure was not performed at their hospital. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications when stating a previous tvt was implanted ten years ago, is this the only mesh that the patient has had or was a second tvt implanted at a later date? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and findings. What is the patient's current status?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure ten years ago and mesh was implanted. The patient experienced recurrent stress incontinence, mesh extrusion and pain. The mesh was excised on an unknown date. No additional information has been provided.